Event description:
The facility alleges when they were using the pt lift, it started to turn and the chains snapped off the hooks, causing the pt to fall to the floor. Details of injury, reported as a head injury, are unk. Hospitalization was required.